Manufacturer narrative:
Additional information: b6. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as the event diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing), fortum injection (1gm, intraperitoneal, once daily, ongoing), and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.